Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a sudden increase in the ventricular lead impedance curve, up to 3000 ohms, was observed around (B)(6) 2018. The ventricular lead impedance measurements decreased in (B)(6) 2018 and were within normal range during the follow-up performed on (B)(6) 2018.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a sudden increase in the ventricular lead impedance curve, up to 3000 ohms, was observed around (B)(6) 2018. The ventricular lead impedance measurements decreased in (B)(6) 2018 and were within normal range during the follow-up performed on (B)(6) 2018.

Manufacturer narrative:
(B)(4).